Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) procedure, a staple line made with a sureform 45 stapler instrument loaded with a green sureform 45 stapler reload opened twice. The target tissue was the rectum. The procedure was completed with the same instrument after a delay of greater than 30 minutes. Intuitive surgical, inc. (Isi) contacted the site for additional information; however, at the time of this report, no further details have been provided.

Manufacturer narrative:
Based on the current information provided, the cause of the intraoperative complication cannot be determined. No product has been returned to intuitive surgical, inc. (Isi) for evaluation. A review of the device logs for the sureform 45 stapler instrument associated with this event was performed by an isi failure analysis engineer (fae). Per the fae, the logs show the instrument was installed on the system 5 times, and it fired 4 reloads (4 green). On install 1, the first clamp was aborted by the user at ~58% completion. The next clamp was incomplete, stopping at ~52% completion. The 3rd clamp was successful, and the firing was completed with 1 pause for compression. On install 2, the first clamp was successful, and the firing was completed with no pauses for compression. On install 3, a green reload was installed, however no clamping or firing was attempted. On install 4, the first 3 clamp attempts were incomplete, ranging from ~59% to ~68% completion, linearly. The 4th clamp was aborted by the user. The 5th clamp was successful, and the firing was completed with 1 pause for compression. On install 5, the first clamp was successful, and the firing was completed with no pauses for compression. The instrument was then removed, and it was not used in the procedure again. There were no stapler related errors in the system logs.

Manufacturer narrative:
Additional information: intuitive surgical, inc. (Isi) received the sureform 45 stapler instrument (part #480445-04, lot #t10230623-0101) to perform failure analysis and was able to confirm and replicate the customer reported complaint. The instrument was found to have a misaligned roll gear. The tooth on the roll gear was found to be misaligned with respect to the idler gear. As a result, the main tube was able to be rotated past it's hardstop. This failure likely caused the engagement failures observed. Additionally, the instrument was found to have failed mechanical engagement based on a log review and during in-house testing. The logs for the reported procedure confirmed 5 engagement failures occurred on correlating installs of this instrument in the field. The parameters of the engagement failures indicate that the roll hardstop verification check failed. The instrument inputs failed to engage with the in-house system's sterile adapter on 3 different attempts, preventing the instrument from entering into following. The error logs for the system installs display an error code, with parameters indicating that the roll axis hardstop check failed.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the surgeon for additional information, and the following details were received: the instrument and accessory were inspected prior to use. The reported event occurred on the 2nd stapler fire. At the time of the event, the surgeon was stapling the rectum in a low anterior resection (lar). The target tissue was the rectum, and it was not exposed to radiation or chemotherapy prior to the procedure. There was no tissue tension or tissue bunching. The event did not involve a failure to fire; rather, the stapler paused for compression, and then the firing continued. The tissue was not pushed forward or dragged during the firing sequence, and the staples were not deployed unexpectedly. As a result, malformed or unformed staples were present. The reload did not have an exposed blade, there were no staples missing from the staple line, and the reload was not stuck to the tissue. However, there was a hole in the middle of the staple line. At the time of the event, a tissue too thick to continue message appeared; however, the surgeon was able to unclamp the stapler and reposition the jaws, and the stapler then completed the firing sequence without an issue, other than a pausing for compression message. The surgeon did not encounter any obstructions such as clips, stapler, or other hard material between the instrument jaws, and they did not fire over an existing staple line. Buttress material was not used. There was no unexpected bleeding observed on the staple line due to this issue. However, about 2 cm of extra rectal tissue was removed as a result of this issue; the area was stapled again, and then the surgeon closed the gap in the staple line with barbed suture and with the 3rd party circular stapler that was used to do the anastomosis. The surgeon placed the "closed hole" in the middle of the anvil, and after using the circular stapler, the anastomosis was intact and in perfect condition. A leak test was performed. The patient was discharged from the hospital after one week, in "perfect condition." The procedure was completed robotically with the same instrument, after a delay of approximately one hour out of a total operative time of 297 minutes. A review of the provided images was performed by an isi failure analysis engineer (fae). Per the fae, the last image shows 4 fully fired green reloads. All pushers appear to have been deployed, and each knife is concealed at the distal end of the reload. The 2nd reload from the left appears to have formed staples retained in some pushers at the proximal end. One fully formed staple is sitting on the surface of the reload at the proximal end. Formed staples suggest the pushers were deployed properly, and each staple made contact with the anvil side of the jaws, however, they weren¿t implanted into tissue. The fae recommended that the stapler and reloads be returned for further investigation.